Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they went to see their doctor on the (B)(6) 2025 and they were having some issues charging the stimulator. Patient said they charged the implant one time and it got real hot and their back was real hot. Patient also said it was getting harder for them to connect to charge the implant. Agent asked, pt clarified they did not feel the recharger heat up, but they felt the heat coming from the inside as in from the implant. Pt stated she did x rays and hcp said leads are fine, patient mentioned they have a spinal injection on the (B)(6) 2025 and a rep is going to meet them there to make sure their device is programmed right because they are feeling the vibration in their feet and they should not be feeling it there, and that they told pt it might be time to replace recharger. Pt got an emergency call and stopped replying to agent, agent waited for a min and reviewed with pt to call back whenever they are ready. Agent disconnected call. When agent asked for event date of heating sensation, pt did not answer and stated she met with hcp on the (B)(6). Agent was unable to ask for event date for stim sensation in feet.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.